Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon wakening, the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (over 500 mg/dl) with ketones. The cause of the high bg was not confirmed; however, the contact stated that a possible cause may be gastroparesis. No additional information was provided. Although multiple attempts were made for more information, the contact did not respond to the requests.